Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for failed battery alarm. The customer¿s blood glucose was unknown. Customer reported that pump alarmed with failed battery alarm during normal use. Customer stated that there a replace battery now alarm. Customer stated that contacts of battery cap missing or damaged. Sending a battery cap to customer. The insulin pump will not be returned for analysis.